Event description:
The customer reported that the system exhibited multiple errors. Further information was received from the fse indicating that the system failed to boot up to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The passive backplane was evaluated and replaced. A generator/filament calibration was also performed as part of the service event. The system was tested and found to be working as intended and returned to service.